Event description:
It was reported that after an unknown procedure, the patient got a fever of over 40 degrees (104 degrees fahrenheit) the next day of the surgery. It was found that the minor leak occurred from the anastomosis site. There were no adverse consequences for the patient. It is unknown what actions were taken to manage the situation. The customer disposed of the device. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.